Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was advised to use multiple daily injections (mdi) and a backup pump as an alternate form of insulin therapy. A replacement pump was sent by technical support, and the caller was instructed on returning the problematic pump.